Event description:
The manufacturer's representative reported that the pump was recently explanted. The reporter indicated that the patient had suffered from a "chronic cerebrospinal leak and the physician decided to explant the entire system." The catheter/pump connector appeared to have come off of the device per the reporter. The device will be returned to the manufacturer for analysis.